Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 nearly every day from (B)(6) 2025, to (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during these events. To address the recurring occlusion issues, the customer changed the infusion set and cartridge and resumed insulin. The customer was also transferred to cts for further assistance. After talking with csa pump will be replaced.